Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor/charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the tri-cells were leaking, causing the cells to deplete. The root cause for the leaking cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery (B)(4) and reported that the battery was unable to power on a monitor or charge.